Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the pump failed due to off-label drug use. Additional info has been requested, a f/u report will be sent if additional info becomes available.